Manufacturer narrative:
H3 other text : device not available.

Event description:
Complaint - "they mentioned that there are black particles inside the syringe." Note - customer is looking to get an nda form to discuss the manufacturing incident they are experiencing with one of our syringes. Customer wants to first get an nda form signed before sharing any other information in regard to the complaint or material.

Manufacturer narrative:
Correction to h6, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.